Event description:
Customer reported via phone call to have received a no delivery alarm and was not able to clear due to act button not responding. Customer's blood glucose was 141 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. The functional testing could not be completed due to the unresponsive keypad. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.